Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Update rec'd 11/24/2015: litigation papers allege the patient was evaluated for ongoing complaints of left hip pain, and testing revealed significantly elevated blood levels of cobalt and chromium. The operative report for the revision procedure reflects, "there was abundant grey-stained tissue consistent with necrotic metal reaction." Further, softened bone was found about the area of the femur and cultures taken at the time of surgery were subsequently found to grow out a mold infection.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). See report for product information received. Depuy synthes has been informed that the lot number is not available

Event description:
Patient was revised for adverse tissue reaction and a loose stem.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleges metal wear, metallosis and bone fracture. Unknown hip implant has been added to captured the allegation of a fracture as its unknown where the fracture was. If/when more information is received, the pc will be updated as needed. Ppf also indicated that patient performed 2nd stage revision on (B)(6) 2015.